Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Moreover, an attempt to reposition the lead was performed, however, the helix operation was not smooth, and it did not retract. This lead was removed, and tissue was found in helix. Hence, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Moreover, an attempt to reposition the lead was performed, however, the helix operation was not smooth, and it did not retract. This lead was removed, and tissue was found in helix. Hence, this lead was explanted and replaced. No additional adverse patient effects were reported.